Event description:
Revision surgery - pt presented with pain and was unstable, surgeon put in a thicker insert.

Manufacturer narrative:
The reason for this revision surgery was reported as pain after 2.5 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was kept by the hospital and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 14th complaint for this part number: one for damaged threads, one revision, two for wear/excessive wear, two due to pain, four due to infection, three for stability/poor joint issues, and one other. This is the second complaint for this lot number. The root cause for the patient's pain was most likely due to instability. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.